Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 200 mg/dl during the call. It was stated that the customer had ketones and was vomiting prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test and the programming was correct. The tubing clamp was not available to perform the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contribute to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.